Manufacturer narrative:
It was later confirmed by the customer that they have permanently removed their device from service. The customer is in the process of purchasing a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control advised the customer to replace their device as it is not field serviceable and no longer under warranty. Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.